Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The complaint product sample was visually inspected, and no damages were observed on the film or hard plastic of the cassette; the cycler set is acceptable. In addition, the sample was tested in the liberty select cycler and worked as intended without any abnormalities during the testing period. During the functional test no air bubbles, leaks, or other issues were detected. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was not confirmed.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Event description:
A caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak discovered in their liberty select cycler during tx complete ¿ step 9. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from inside the cassette door. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The technical support agent issued a replacement cycler due to fluid leaking and advised the patient to inform their peritoneal dialysis registered nurse (pdrn) of the replacement. Upon followup, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed the patient has received the replacement cycler and continued pd therapy using it without issue. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.